Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that hair was found inside the package. There was no patient involvement and therefore no adverse consequence.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: hairs were found inside package the probable root cause/s could be environmental conditions, inadequate cleaning process. (B)(4).

Event description:
It was reported that hair was found inside the package. There was no patient involvement and therefore no adverse consequence.